Event description:
For all the info provided about in-home covid tests, I can't find anything about safely disposing of used test kits. It has been indicated that there are chemicals that could be harmful if ingested or come in contact with skin/eyes, so I would think there should be more guidance on how to safely to dispose of a used test kit or an unused expired test kit. Various manufacturers.